Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed dates from (B)(6) /2013 ¿ (B)(6) 2013. There were multiple replace battery alarms and reboots observed on (B)(6) 2013, starting at 02:03. The last basal delivery prior to the replace battery alarms and reboots was observed on (B)(6) 2013 at 02:02. During testing, the pump did not power up with the returned battery cap. There was moisture contamination found in the battery cap. A test cap was used for evaluation and the pump powered on normally. The pump was exercised with a test battery cap for 24 hours. No power loss or power related warnings were duplicated. The pump case was removed and no evidence of additional moisture contamination was identified inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The patient reported that the pump emitted a "replace battery" alarm and when he replaced the battery, the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.